Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Legal claim indicates that patient may have been revised, however, no other information has been provided. **update** (B)(6) 2012 - litigation alleges that patient experienced hip pain, worsening clicking and squeaking in the hip joint. Additionally, patient is represent by a new law firm. MDR decision was reversed and cup and head were added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.